Event description:
The account reported the following cbc results from their cd1700 analyzer: wbc=5,800/ul, rbc=2.24x 10e6/ul, hgb= 7.6g/dl, hct=23.1%, platelet= 120,000/ul. The results were questioned and the patient was sent to the hospital for a possible transfusion. The hospital obtained the following results: wbc=9,100/ul, rbc=2.73x10e6/ul, hgb=10.4g/dl, hct=29.5%, platelet=191,000/ul. No information was received regarding the instrument used at the hospital. It is unknown whether the patient actually received a blood transfusion.

Manufacturer narrative:
The customer reported low cbc results as compared to the hospital laboratory on one patient. The issue was only seen with one patient. The customer stated that an autoclean was performed and that quality control was within range. A field service engineer (fse) was sent to the account. The fse found the cd1700 up and running. All levels of control material were within range. The fse found that the lyse cap was cracked and that all three syringes were worn. The fse replaced all 3 syringes and performed a preventive maintenance. A new lyse cap was ordered for the instrument. In addition, the complaint analysis and trending system was reviewed and no adverse trends were noted for the syringes on the cell dyn 1700. This is the final report.